Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button were sticky, plastic chipped around reservoirs, each time it was changed breaks more, insulin pump had rejected brand new battery and grinds when rewinding. Customer's blood glucose value was unknown. Customer decline to speak with 24 hour technical support. The device will not be returned for analysis.